Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level in the 300's (mg/dl). Reportedly, the customer stated that they were fine at the time of the report and declined troubleshooting. It was noted that the healthcare provider is adjusting the pump settings.